Event description:
The t-rex became stuck inside the right internal jugular vein. Attempts were made to remove the device without success. The pt was sent to surgery to retrieve the device. The pt was released the next day.